Event description:
It was reported that this pacemaker exhibited infection with sepsis. All available information indicates that as of this time, the pacemaker remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.